Event description:
Customer reported that v60 touchscreen was not passing calibration. Multiple attempts were made by third party repair company to calibrate the touch screen. Customer reported that device was outside of clinical use when reported issue was discovered. No patient/user harm or injury noted. Issue discovered during performance verification testing (pvt). Customer disassembled the v60 user interface assembly and checked all the connections. Customer reassembled the unit and reported a successful touchscreen calibration. The v60 had been returned to service.